Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported, that the device posted device failure and stopped the ventilation while in use. There was no injury reported.

Manufacturer narrative:
At dräger (B)(4) a printed circuit board (pcb) was found to be the root cause. It was exchanged and sent in to dräger (B)(4) for further investigation. The pcb showed signs of wear and tear. The pcb bufferes the voltage for the motor blower in order to adjust the rotation speed for each breath cycle. It can be assumed that a deviation of the pcb caused the technical alarms seen in the logfiles. If a deviation between measured turbine rotation speed and the set value will be recognized during ventilation a technical alarm will be reported. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary.

Event description:
.